Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to remove and irregular appearance could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to tissue or suture caught in the suture trimmer. However, suture trimmer was used successfully to cut the suture and hemostasis was achieved. The device was discarded, therefore, the reported sharp jagged plastic looking edge could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, after using the suture trimmer of the device to advance the knot, there was some resistance when removing the suture trimmer from the vessel. When it was removed and inspected, it was noted that the end of the suture trimmer had a "sharp jagged plastic looking edge". The suture trimmer was still able to be used successfully to cut the suture and hemostasis was achieved with the suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.